Event description:
The service report shows that the audible alarm functioned intermittently. The customer support engineer (cse) verified the reported event. The cse inspected the device and replaced the power switch. The unit passed extensive self testing. This report is not an admission that this device caused or contributed to the event alleged in this report.